Manufacturer narrative:
This report is submitted on 18 mar 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the electrode array, fully out of the cochlea.